Event description:
It was reported that the patient's hip was revised due to dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 32f liner. The exact cause of the event could not be determined because the device was not returned and no information was provided. Further information such as x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened. Not returned to manufacturer.